Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Dr. (B)(6) from (B)(6) hospital has informed that the catheter did not track and was found faulty. The defect was with the catheter since it was blocked and was found faulty for the passage of fluid. The catheter was for the chest. There was no impact to the patient.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001392190 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration.

Event description:
Dr. (B)(6) from hospital has informed that the catheter did not track and was found faulty. The defect was with the catheter since it was blocked and was found faulty for the passage of fluid. The catheter was for the chest. There was no impact to the patient.